Manufacturer narrative:
The report leak from the primary set model 2420-0007 was confirmed. A spiral cut located 25 1/2 inches below the pumping chamber segment was noticed during a visual inspection. Functional testing confirmed a significant leak from the cut on the tubing. The spiral cut around the tubing indicates direct stress to the segment of the set. The damage found to the tubing is likely to have occurred after it was removed from the packaging, during use. It is not believed to have occurred during manufacturing. The root cause of the cut is unknown. A review of the historical data found to manufacturing issues generated for this primary set resembling this failure.

Event description:
Customer reported IV tubing leaked below the pump resulting in an underinfusion of versed. Stated a new versed infusion was started at 2000, and between 2000 and 2300, the patient became agitated. Haldol was administered to manage the patient's agitation. At 2300 the nurse noted the floor under the pump was wet and discovered a leak in the IV set below the pump. The tubing was replaced, the infusion was restarted and the pt's agitation subsided. Reportedly, the concentration was: versed 50 mg/100 ml and the intended rate: versed 2 mg every 2 hours as needed for agitation (1 mg/hr or 2 ml/hr). No additional adverse effects were reported and no additional medical intervention required. User facility medwatch report received that states: "pt receiving versed gtt. New bag hung at 20:00. Pt increasingly agitated from that time up until 23:00 when floor noted to be wet. Noted that tubing of versed gtt was cracked/leaking below IV pump site. Tubing changed and versed infusing with no problems". Although requested, no additional information was available.